Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose was unknown the time of incident. The customer also state that they received no delivery alarm during manual prime and customer state that insulin exits the tubing. The insulin pump will not be returned for analysis.